Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During passage through tissue. Were there any patient consequences? No. A manufacturing record evaluation was performed for the finished device a manufacturing record evaluation was performed for the finished device and no non conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. Suture was used to suture uterus, peritoneum and anterior sheath to stop bleeding. During the operation, the problem of pulling off suture needle happened. Replaced the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with a small needle-suture piece and one suture piece partially dispensed was received for analysis. Product code vcp358h. During visual inspection of the returned sample, the swage and attachment area were observed as expected; however, marks that appear to be caused by a surgical instrument were observed on the edge needle. One suture piece was noted to be still attached to the barrel hole of the needle besides that, the suture was noted to be cut probably caused by a surgical instrument. Overall, no needle pull-off was observed. The suture was examined, and the extremes were noted to be cut probably caused by a surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.